Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that speaker did not make sound in unit, speaker did make sound and beep in speaker certification tool. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced. The device is now functional.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was outside of clinical use. There was no patient or user harm reported.